Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified scratch mark and gouges along the edge of the eva material. Functional testing confirmed the reported condition. Investigation identified this defect as a user-caused, due to rough handling of the filled bag. The scratch marks and gouge indicate the filled bag was caught on a sharp object, resulting in the leak.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.